Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event of infusion set kinked cannula between (B)(6) 2025. Patient noticed symptoms within three hours after insertion. The site of insertion was abdomen. The duration of stay was 6 hours and 24 hours respectively for each event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.